Event description:
It was reported that (1) tx60b was used during a low anterior resection procedure. It was reported by the rep that the device failed when fired. Opened another device to complete the case. There was no consequence to pt.